Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed at a refill appointment. There were no patient effects reported. The pump will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
(B)(4).

Event description:
At the subsequent appointment, it was reported that the aspirated pump reservoir volume matched the expected amount. The physician changed the patient's medication and the pump therapy continued as intended.